Event description:
Boston scientific received information that this right atrial (ra) lead displayed noise but was not able to reproduce it. In the past, this ra displayed out-of-range (oor) pacing lead impedance measurements of 300 to greater than 2000 ohms. It was also reported that the patient had no history of trauma or fall. The plan was to program the device to vvi. Boston scientific technical services (ts) recommended to turn off the ra inhibitors and suggested to performed chest x-ray as well. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained and indicated that this ra lead exhibited noise being oversensed. However, it did not lead to pacing inhibition. Noise was able to be reproduced upon isometrics. It was also reported that this ra lead was fractured which was confirmed upon x-ray and visual inspection. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the physician did chest x-ray but the field representative did not know the results. The device was programmed to vvi. Isometrics were performed but not able to reproduce the noise. The patient will be followed in the future. No adverse patient effects were reported.

Manufacturer narrative:
--